Event description:
A universal drill was sent for eval because it ran on its own without activation. No further info was provided.

Manufacturer narrative:
Visual inspection revealed corrosion build up through out the inside of the handpiece.